Manufacturer narrative:
B1: corrected; b2: previously reported in error; b5: additional information: the lens was implanted, removed, and replaced intraoperatively. The haptic tore during insertion; h6: device code 1494. (Age 21 yrs at date of implant). Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Explant date - unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -8.0/+2.0/094 (sphere/cylinder/axis) tore during insertion. There was no patient injury. This occurred on (B)(6) 2021.